Event description:
It was reported by customer that our ir department has reported an issue with bard stock# 3175155. The ir department reports leaking at the hub. This has occurred on two separate occasions with both products having the same lot#. PICC nurse was having trouble so he came to us in ir. First one placed 12/4 had slow dripping leak at hub (after multiple replacements) and we replaced it yesterday 12/5 and now that one appears to be having the same issues. PICC rn brought us one of their kits. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that our ir department has reported an issue with bard stock# 3175155. The ir department reports leaking at the hub. This has occurred on two separate occasions with both products having the same lot#. PICC nurse was having trouble so he came to us in ir. First one placed 12/4 had slow dripping leak at hub (after multiple replacements) and we replaced it yesterday 12/5 and now that one appears to be having the same issues. PICC rn brought us one of their kits. This report addresses the first device.